Event description:
Related manufacturer reference number: 2017865-2023-94514. It was reported the patient presented in clinic for follow-up. Upon interrogation, it was discovered the leadless pacemaker (lp) exhibited a drop in pacing impedance and there was an artifact on the link module which made it difficult to determine loss of capture. No changes or interventions were reported. The patient was in stable condition.